Event description:
It was reported that the patient experienced altered mental status and was unconscious for an unspecified period of time then regained consciousness. The patient was admitted to the intensive care unit. The pump contained morphine 50mg/ml and was infusing at 12.35 mg/day. This dose was decreased to 6.0mg/day. The last pump refill was in 2008 and the next refill was not due until about ten weeks. The physician did not feel there was a pump issue. Device troubleshooting was being considered. Additional information has been requested from the hcp, follow-up report will be sent if additional information becomes available.